Event description:
It was reported that during the procedure to treat a target lesion in the mildly tortuous and heavily calcified left anterior descending (lad) artery, the 2.5 x 23 mm xience alpine stent delivery system was advanced through a 6 french guide catheter extension. Some resistance was noted with the guide catheter extension and the stent was noted to have dislodged off the stent delivery system. The stent remained on the guide wire. All devices were removed from the patient anatomy, with the dislodged stent remaining on the guide wire. The physician ended the procedure at that time and the patient will be treated with medications. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. The difficult to position with the guiding catheter was unable to be replicated in a testing environment due to the condition of the returned device. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for difficult to position or stent dislodgement from this lot. Based on the reviewed information, no product deficiency was identified.